Event description:
Reportedly on (B)(6) 2010, the physician observed that: a warning related to a suspect abnormal ventricular impedance measured on (B)(6) 2010 was displayed to the user. The 21 vf episodes were detected by the device. The physicians asked for an analysis of both reported events. Preliminary analysis revealed that the vf episodes resulted from oversensing; however, because it was non sustained, no therapy was delivered.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.